Event description:
It was reported that this pacemaker exhibited undersensing of the ventricular rhythm. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting steps to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.